Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.5 inr. The caller reports having to squeeze the patient's finger a lot to get a good blood drop. The patient's warfarin dose was increased based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.